Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio/beep anomaly, blank display, and physical damage and also mentioned that they experienced a blood glucose level of 409mg/dl. Customer declined to troubleshoot for blank display and high reading and stated that they will bolus. Customer stated that they did not know how the crack in the threads of the battery compartment happened. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display, constant tone or audio/beep anomaly noted. Prime alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. The insulin pump passed the stop current test, run current test and displacement test, however moisture damage found on the lcd board. Unable to perform the self-test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.